Event description:
Consumer called to report getting readings that vary by 450 points. Analysis run on clark error grid using competitive reading (283, 267) as ref. Point vs. Bd readings (501, 65; 418, 115) yiedled data points in the c/d/e range of the grid, outside of acceptable limits.